Event description:
A (B)(6) female who presented with complaints of urinary incontinence and pelvic pain. She had notable mesh erosions in the anterior vaginal wall from a previous anterior compartment mesh procedure in 2007.